Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "she mentioned that sometimes she has had issues with catheters occluding depending on arm position." Additional information received 01/05/2021: what type of catheter securement was utilized? (B)(6) 2020 (sutured), part: central line likely dual lumen unknown catheter, but they said it was purple. Placement date: (B)(6) 2020 was placed likely late (B)(6). Explant date: haven't yet been removed. A detailed description of the events: (B)(6) 2020: patient was receiving tpn, had trouble flushing, really had to push, could flush but felt a lot of resistance, gave cath flow for 30 min and was able to clear. Was there patient harm reported?: no.